Manufacturer narrative:
(B)(4) . The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on (B)(6) 2014, the pt's family presented at the clinic reporting pt's poor hearing with the device. There was no reported trauma. The pt was re-implanted on (B)(6) 2014.